Manufacturer narrative:
Internal file number (B)(6). Evaluation summary: a visual inspection was performed on the returned device and the balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 20 mm mini trek balloon dilatation catheter (bdc). The balloon was inflated once to nominal pressure at 8 atmospheres (atms). However, during deflation, it was noted that blood was leaking into the indeflator. There was a second attempt to inflate the balloon at 10 atms; however, it would not inflate because the balloon ruptured. Therefore, the device was replaced with a 2.0 x 15 mm non-abbott bdc to complete pre-dilatation. A 2.5 x 48 mm xience xpedition stent was then implanted and post-dilatation was performed with a 2.75 x 12 mm nc trek bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.